Event description:
During remote monitoring, a low morphology score due to a diagnostic anomaly was noted on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.